Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1, "introduction," lists potential adverse events which may be associated with the use of heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away and the cause was not provided. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed and would not be provided. The pump was not explanted. It was communicated on 03oct2024 that due to patient privacy laws the managing hospital did not communicate the cause of the patient's outcome. There were no device issues at the time the patient was lost to follow up, according to the staff.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.